Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. The blood glucose reading at the time of admission was unknown. It was reported that the event occurred due to over infusion of insulin. Reviewed the alarm history, and found multiple alarms. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with all operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery, selftest and off no power test. The insulin pump was received with constant alarm during testing due to faulty connection on interface board.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.